Event description:
It was reported that the pt had right mca cva in 2005 with residual weakness. The pt was admitted to the hosp the following day and had carotid angio, which showed right mca supplied by lica, lica with 90% stenosis, rica 100% occluded. During the carotid stenting (non-guidant device) procedure 4 days after admission, the pt experienced 3-4 seconds of flashing lights in the left eye, which resolved. The pt developed left sided weakness post procedure, which gradually improved. CT scans on the next day and 4 days later showed no bleeding; and changes felt to be secondary to contrast material. It was the opinion of neurology and cardiology that the pt sustained a tia superimposed on previous cva due to hyperperfusion effect that resolved leaving the pt with weakness from the previous cva. Guidant received an adjudication notice from its medical experts and stated that the pt experienced a stroke.